Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, the returned device indicated a loose/detached set screw. Concomitant products: 5054-58 implantable pacing lead(B)(6) 2001. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unable to engage and tighten the ventricular setscrew on the device header. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.